Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Reseated all tubing for patient circuit, breathing circuit, permanent hose assemblies and flow sensor to resolve the reported issue. No report of patient involvement. UDI# (B)(4).

Event description:
The hospital reported a malfunction resulting in a leak greater than 4.5 lpm. There was no report of patient involvement.